Event description:
As reported by the user facility information by bbm sales organization in italy: "chemo leakage". According to the customer: the customer has detected a leak of the solution introduced into the elastomer. The point where the solution leaks is where the tube is inserted.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4).. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Updated information: d9 date returned to manufacturer. H6 codes updated. Root cause analysis: received 1 sample without original packaging. The batch number on the bbc (big bottom cap) of the complaint is (B)(4). The complaint sample was filled with solution and bbc was removed. Leakage was observed at triangle tube to step dow tube connection. An approved project had been raised to address triangle tube to step down tube connection leakage issue. Summary of root cause analysis: the complaint sample was leaking at triangle tube to step down tube connection. Thus, we considered this complaint as confirmed. Cause: failure in production process corrections/containment plans with effective date: not applicable. Justification: confirmed.